Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported circuit compliance could not be measured. There was no report of patient involvement.